Event description:
Staff members were attempting to monitor a pt (age and gender unknown). They indicated that the unit was not able to monitor the pt in lead ii. The staff obtained another unit (MFR unknown) and continued monitoring the pt. There was no adverse effect on the pt.